Event description:
It was reported that the stimulation was turning off. When the patient wakes up every morning the devices are off and sometimes turn off again two hours later. Caller stated patient's deep brain stimulation (dbs) devices are turning off. When patient wakes up every morning the devices are off and sometimes turn off again 2 hours later. Caller stated this started over most of this past summer. Caller was not aware of any changes in home or emi that could be affecting devices. Pt has been using a "desk fan" next to bed, but hcp did not think this would be causing the problem. Caller stated both devices are turning off but the one controlling the left side turned off more. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report #3004209178-2010-07338.

Manufacturer narrative:
(B)(4).